Event description:
It was reported via medwatch mw5161826 that the distal segment of filter basket was sheared off, requiring intervention. The target location was located in the proximal portion of saphenous vein graft (svg) to right posterolateral artery. A 190cm filterwire ez embolic protection system was advanced and deployed in the lesion. During filter retrieval, the distal segment of the filter basket was found sheared off. A coronary stent placement was performed in the svg to open the vessel and crush the debris against the vessel wall. The procedure was completed, and no further complications were reported.